Event description:
Accidentally mistaking clear care contact solution for regular multipurpose solution. Medication not administered to or used by the patient. Continued eye pain and burning. Error occurred in patient's home. Eye pain and burning. The box that contains the product should have the warning label as well. I actually did read the box before using the product and did not see any strong warnings against use. A red cap is not an automatic indicator of bad. Some very nice things are red, too. I've never seen this bottle before so how on earth would I know that red means "warning"? Not to mention that neither my husband nor I, can see when we don't have our contacts in. Relevant materials not provided. (B)(6).